Event description:
Patient reported, the bolus delivery of the infusion device is faulty and this resulted in hyperglycemia. Patient woke up during the night of (B)(6) 2011, and she felt bad and vomited. She realized she had elevated blood glucose (value not provided) and delivered a correction bolus. Blood glucose did not decrease. Patient changed the infusion set and attempted to deliver additional boluses. Blood glucose elevated above 600 mg/dl. Patient then programmed a quick bolus. Infusion device confirmed the exact amount by providing beeps and vibration, but the bolus did not count down as normal and the display returned to the basal rate. Infusion cannula was not bent, and blood glucose was within her target range when she went to bed prior to the event. Patient switched to her backup infusion device and blood glucose slowly decreased. By the afternoon, blood glucose was within her target range. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.